Event description:
The patient said that she had an extreme adverse reaction after her synvisc injection. The patient reports inability to walk, extreme swelling, and no ability to flex or bend for 6 weeks after the injection. The patient said that this adverse event has already been reported to the manufacturer. The patient said the case number for this report is : (B)(4). The patient says that her doctor knows about this reaction. Is the product compounded? No; is the product otc? No.